Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blood at insertion site. The customer also reported the loss of communication between insulin pump and transmitter, sensor did not stick. The event involved product(s) mmt-7841zn, mmt-7040a. Troubleshooting was performed. Customer requested to run tester procedure for the transmitter. Led light blinked when transmitter was connected to tester but transmitter did not communicate after running tester procedure twice. Customer reported an issue with the sensor tape not sticking. No further patient complications were reported. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
Unit received and placed unit under microscope and found moisture damage at the connector pins. Also visually found low spring contact at the connector pins# 1,2,3. In conclusion, unable to perform functional test or verify rf/ble/downgrade/association/accuracy test due to physical damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.